Manufacturer narrative:
The hospital did not involve the local dräger s&s organization into any follow-up measures. Dräger reached out to the user facility to obtain further information, but the contact person named in the ufr could only add that the device is back in use after repair, details were not made available. A case-specific evaluation is thus not possible. The workstation responds to various conditions with a temporary stop or shut-down of automatic ventilation - not all of these are related to malfunction. For example, if pressure is being applied to the patient's chest (e.g. During repositioning) in a moment when the ventilator piston is applying a breathing hub, this may lead to a fast and significant rise in airway pressure; the ventilator stops until the overpressure condition is cleared and will post a vent fail alarm. Use error must be taken into consideration as well - if the actuation tube for the peep valve gets disconnected accidentally, the auxiliary vacuum pressure the device needs to actuate all the valves that control the ventilation will drop, and the device will force a shut-down of automatic ventilation. A number of further scenarios related to component malfunction, wear-and-tear deterioration or lack of preventive maintenance would be imaginable; a differentiation is not possible due to lack of relevant information. The involved device is 7.5 years old; status of preventive maintenance and repairs is unknown. Finally, it can be concluded that the workstation responded as designed upon an error condition of unknown origin - a shut-down of automatic ventilation was triggered. As confirmed for the particular case, manual ventilation with the built-in breathing bag including gas dosage remains possible.

Event description:
It was reported that, a few minutes after switching to automatic ventilation, the anesthesia workstation posted a vent fail alarm. As per report, the users bridged patient support in manual ventilation until a replacement device could be introduced. The event did not leak to consequences for the patient.